Event description:
It was reported that during the implant procedure, the physician dissected the target vessel. The procedure was successfully completed. The patient did not suffer any consequences as a result. The patient was doing good prior, during and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). No adverse event to patient, lead remained implanted.